Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked when the user struck the device while entering a vehicle, with the photo showing a vertical fracture and a displayed blood glucose of 174 mg/dl; device buttons reportedly functioned and the display was partially readable. Symptoms included no reported clinical effects. Outcomes included device replacement and instructions for return of the original unit. Investigation included collection of event details, review of the provided photo, and follow-up outreach to confirm blood glucose at the time of the event. Investigation of this device revealed physical damage to the display assembly consistent with external mechanical impact, with no indication of device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device design or manufacturing.